Event description:
It was reported that during a lobectomy procedure, there were malformed staples and an incomplete staple line. Additional suture was performed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).